Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512932(right), 822363(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included right upper quadrant pain, dizziness, kidney stone, blood in urine, back pain, low back pain, gerd, adnexa uteri pain and pelvic pain. Concurrent conditions included abdominal pain, discomfort, genital bleeding and cephalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ketorolac tromethamine (nsaid-k). On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain/ bilateral lower abdomen"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), polycystic ovaries ("other injury(ies) or complication (s) please describe: bilateral ovarian cysts") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, migraine, nausea, dysmenorrhoea, fatigue, polycystic ovaries, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given 01-sep-2011 initially, but in current pfs 19-may-2011 was given 3 to 4 coils on right and 2 to 3 coils on left. There was no evidence that these devices were anywhere else other than the lumen of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 20-sep-2011: 1) left fallopian tube, excision: benign fallopian tube tissue. No evidence of endometriosis. Negative for cytologic atypia or malignancy. 2) right fallopian tube, excision: benign fallopian tube tissue. No evidence of endometriosis. Negative for cytologic atypia or malignancy. 3) essure device, left, removal · gross examination only. 4) essure device, right, removal: gross examination only.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming nausea, migraine, lower abdominal pain, polycystic ovary lot number: 50512932 manufacturing date: 2010-06 expiration date: 2013-06 . Lot number: 822363 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512932(right), 822363(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included right upper quadrant pain, dizziness, kidney stone, blood in urine, back pain, low back pain, gerd, adnexa uteri pain and pelvic pain. Concurrent conditions included abdominal pain, discomfort, genital bleeding and cephalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ketorolac tromethamine (nsaid-k). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain/ bilateral lower abdomen"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), polycystic ovaries ("other injury(ies) or complication (s) please describe: bilateral ovarian cysts") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, migraine, nausea, dysmenorrhoea, fatigue, polycystic ovaries, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6) 2011 initially, but in current pfs 19-may-2011 was given 3 to 4 coils on right and 2 to 3 coils on left. There was no evidence that these devices were anywhere else other than the lumen of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2011: left fallopian tube, excision: benign fallopian tube tissue. No evidence of endometriosis. Negative for cytologic atypia or malignancy. Right fallopian tube, excision: benign fallopian tube tissue. No evidence of endometriosis. Negative for cytologic atypia or malignancy. Essure device, left, removal. Gross examination only. Essure device, right, removal. Gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming nausea, migraine, lower abdominal pain, polycystic ovary most recent follow-up information incorporated above includes: on 31-jul-2019: pfs & mr received: case became incident. Injury nos was replaced with new events- pelvic pain, lower abdominal pain, menorrhagia, vaginal bleeding, depression, migraines, nausea, dysmenorrhea, fatigue, bilateral ovarian cysts. Lot number and date of removal were added. Reporters information, patients dob, demographics, race, lab data, medical history, concomitant condition and drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 50512932(right), 822363(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent confirmation test". The patient's medical history included right upper quadrant pain, dizziness, kidney stone, blood in urine, back pain, low back pain, gerd, adnexa uteri pain and pelvic pain. Concurrent conditions included abdominal pain, discomfort, genital bleeding and cephalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ketorolac tromethamine (nsaid-k). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced migraine ("migraines/ headaches"), 10 days after insertion of essure. On (B)(6)2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain/ bilateral lower abdomen"). On (B)(6)2011, the patient experienced polycystic ovaries ("other injury(ies) or complication (s) please describe: bilateral ovarian cysts"). On an unknown date, the patient experienced fatigue ("fatigue") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, migraine, nausea, dysmenorrhoea, fatigue, polycystic ovaries, weight fluctuation, abdominal pain lower and weight decreased outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6)2011 initially, but in current pfs (B)(6)2011 was given 3 to 4 coils on right and 2 to 3 coils on left. There was no evidence that these devices were anywhere else other than the lumen of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Pathology test - on (B)(6)2011: left fallopian tube, excision: benign fallopian tube tissue. No evidence of endometriosis. Negative for cytologic atypia or malignancy. Right fallopian tube, excision: benign fallopian tube tissue. No evidence of endometriosis. Negative for cytologic atypia or malignancy. Essure device, left, removal: gross examination only. Essure device, right, removal: gross examination only.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming nausea, migraine, lower abdominal pain, polycystic ovary. Lot number: 50512932 manufacturing date: 2010-06 expiration date: 2013-06; lot number: 822363 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received : events added-weight loss. Aka name added, patient demographic added, events onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.